Event description:
It was reported the customer's insulin pump was delivering insulin too fast. The customer's father could not troubleshoot for the insulin pump because the customer was at school. Customer's blood glucose was unknown at the time of the call. Advised the father to call back in order to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.